Event description:
It was reported that during an ent procedure, after 7 minutes of using the evac 70° xtra wand, the metal wire (electrode) of the device broke, but there was no loss of material nor broken pieces fell off inside the anatomy. The procedure was successfully completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. The electrode has detached wires. Product was out of the original packaging. No packaging returned. A review of the customer provided image shows a wand, no packaging. The device was plugged into the controller and registered settings (7,3). The wand was able to generate plasma and coagulation with the remaining electrode. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.